Event description:
One of your tampons tore apart inside- vagina [foreign body in reproductive tract]. Tampon tore apart inside [device breakage]. Tampon tore apart inside, I pulled it out and only half came out [complication of device removal]. Case narrative: consumer reported via social media that the tampon tore apart inside. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.